Event description:
It was reported that the patient presented to the clinic for a follow up experiencing presyncope. Upon interrogation, the pulse generator exhibited backup vvi operation. After the device software was download, normal device function resumed. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.